Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, override feature issue with all station. User tried but show don't have correct permission and need a witness. Witness doesn't have a correct privilege. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.